Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, breast mass, capsular contracture associated with breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with two 550cc mentor memorygel breast implants, suffered the following post-procedure: left breast that always hurt, has tight pressure and pinching on the bottom, and a non-cancerous lump under the breast. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.